Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Under-insertion of the lead terminal pin into the device header is suspected to be the cause of the difficulty inserting the lead into the header, but this could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system, and we aggressively monitor field performance of all our products. We will continue to monitor for similar events.

Event description:
It was reported that during a device change out procedure the physician had difficulty inserting the right ventricular (rv) lead into the header of a cardiac resynchronization therapy defibrillator (crt-d). The physician suspects the lead wasn't fully inserted; however, they could see the pin beyond the set screw in the header. Testing was performed and everything was good. The patient is pacer dependent therefore, the device was re-programmed. At this time, the system remains in service. No adverse patient effects were reported.